Event description:
Boston scientific received information that during a normal device change out procedure, noise was observed on the rate/sense portion of this implantable defibrillation lead. Pacing impedance measurements greater than 2,000 ohms and loss of capture were also observed. The lead was reinserted into the device however loss of capture was still observed. Mineral oil was used to reinsert the lead a second time. All measurements were then acceptable and no further noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.